Event description:
It was reported that the as lvp 20d 2ss cv had a hole in the silicone tubing and leaked onto the floor, causing the air-in-line alarm to sound. The following information was provided by the initial reporter: "hole in silicone portion of IV tubing, leaking creating puddle on floor and alarming 'air in line' on IV pump, causing large amounts of air in IV tubing distal to hole"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/2/2021 h.6. Investigation: a complaint of a hole found in the tubing was received from the customer. A sample was returned for investigation. No defects were found during visual inspection. The set was then primed with no issue, but during infusion an air in line alarm did occur. When looking at the pumping segment under magnification, a small tear was found on the tubing. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause for this defect is misloading the set into the pump. If the pumping segment is not loaded from top to bottom it can create small tears like the one on this set. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a hole found in the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv had a hole in the silicone tubing and leaked onto the floor, causing the air-in-line alarm to sound. The following information was provided by the initial reporter: hole in silicone portion of IV tubing, leaking creating puddle on floor and alarming 'air in line' on IV pump, causing large amounts of air in IV tubing distal to hole.